Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
After more than 6 years and 8 months of implant, an increase relative to the ventricular pacing threshold and impedance (increase from 813 ohms to 976 ohms) was observed during a follow-up visit. The ventricular threshold was repeated during the follow-up visit and each time, the measurement was 1,25v at 0,49ms, but the ventricular threshold has chronically been between 0,5 and 0,75 v at 0,49ms. This pt is pacemaker dependent and the situation will be reassessed on (B)(6) 2011.